Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. Intraoperatively, it was impossible to fill the vertebrae due to an obstruction of bone cement in the bone filler cannula. Just after mixing, the bone cement was injected in a liquid state with two cds guns there was an asymptomatic extravasation. There was no harm or injury to the patient. The procedure was completed successfully without delay in overall procedure time. It was noted that bone cement was stored at 23 +/-1°c for 24 hours prior to use; mixed using mixer following IFU. Operating room temperature was 20°c. Bone cement was doughy and homogenous prior to delivery into the patient. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.